Event description:
It was reported that during the implant procedure, the pulse generators right ventricular header port would not accept a lead during implant. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.